Event description:
It was reported that when the patient presented to the clinic in may, high thresholds were noted on the right ventricular (rv) lead and inconsistent in-range impedance measurement. Fluoroscopy showed the rv lead had slightly pulled back. The rv lead was explanted and replaced. There were no adverse health consequences, the patient was stable.